Manufacturer narrative:
H10: the device was intended to be used in treatment and was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides troubleshooting steps for computer issues. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. The computer was connected to an in-house testing system, booted and the error presented exactly as it had been reported. This was replicated 3 times, complaint was confirmed. Review of the log files and the error code revealed that the error is a failing hard drive (unable to read one or more sectors of the hard drive). The navio system is built with redundant hard drives to ensure that in this situation, any data on the system is recoverable. It was not possible to establish the cause of the hard drive failure as it is not manufactured by s&n robotics (it is an OEM component). The root cause was supplier / raw material fault. No containment or corrective actions are recommended at this time. Per complaint details, the device malfunctioned with a disc error during set-up/prior to use and a reboot did not resolve the issue and resulted in cancellation of the case. Based on the information provided no patient involvement/injury resulted; therefore, no further medical assessment is warranted at this time.

Event description:
It was reported that there was a disc error during system boot prior to a case. Evaluated raid drive with cat command, drives were in sync. Reboot did not resolve the issue. The case was aborted and the procedure was cancelled. Per investigation, there was a hard drive failure.